Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
During a review of a pt's programming/device diagnostic history for a battery life calculation, it was found that a faulted systems diagnostic test occurred which resulted in a setting change. Not all the settings were corrected prior to the pt leaving the office. There were no reports of any pt adverse events as a result.